Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal evolution carrier tube, and tamper rod were not advancing to deposit the collagen matrix, and the green marker was not presenting distal to the sheath indicating that the collagen has been deployed to the arteriotomy. The automatic racking system appeared to be stuck, or not advancing at all. The carrier tube had to be manually manipulated by release of the suture button and grasped by the operators fingers, pulled with force to tamp down the collagen into the subcutaneous space. It was reported that blood loss was less than 250cc. The patient was reported to be stable. There was no hematoma. Hemostasis was achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution device was returned for evaluation. The evolution was returned with the arteriotomy locator, guidewire holder and guidewire. The returned device was then subjected to visual analysis. Gross visual analysis found no anomalies with the arteriotomy locator, guidewire holder, or guide wire. There was no blood like substance was observed on the external portion of the device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The tamping tube could be seen exposed past the green tamping marker. The collagen and anchor were present at the distal tip of the tamping tube. The collagen appeared compacted. The anchor and collagen were attached at the distal end of the suture. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.035" with a sliding gauge. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position. No portion of the rack was observed proximal to the gearbox assembly. No gross visual anomalies were noted with the gearbox assembly as it rested seated in the lower handle. The gearbox assembly was then removed from the lower handle and examined. There were several turns of suture remaining on the spool. The suture was still tethered to the spool. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. As the drive gear was rotated, the rack reversed through the gearbox assembly and the tamping tube retracted into the hemostatic sheath. Once the rack was in the proximal position, force was applied to the anchor and compacted collagen. Squeaking of the gearbox assembly was observed as the rack moved distally with increased resistance. The clutch mechanism then engaged releasing the suture. This test was repeated but instead of applying force to the anchor, the drive gear was turned. The rack again advanced with no squeaking observed. The gearbox assembly was then disassembled and inspected. No anomalies were noted on the gear teeth. The complaint could be confirmed for tamping issues due to the increased resistance experienced when advancing the rack. The source of the increased resistance is unknown. All gearbox assembly components appeared typical when the gearbox assembly was disassembled. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.